Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after three days in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.